Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. Philips provided part number and price for the oxygen flow sensor to resolve this issue. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the unit had no oxygen with the stepper at 2000. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 11feb2019. Customer returned call to advise that the flow sensor was replaced and after that they found that the o2% were still off. Customer found that during testing that a cap had popped loose causing the low o2%. Customer reseated the cap and the unit passes the performance verification testing. Closed case. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 15jan2019, date rec¿d by MFR : 21dec2018. The customer reported that the oxygen flow sensor was difficult to remove. The device is still pending repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.